Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode experienced pain at the implant site due to a suspected infection. The patient was initially treated with oral medications, however, puss was later observed near the electrode implant site. An invasive procedure was performed. The system was explanted. No additional adverse patient effects were reported.